Manufacturer narrative:
This supplemental report is being submitted to provide corrections for the initial report and the legal manufacturer's final investigation. Corrected field: b5 additional information: h6 and h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure in the printed circuit board (cr board). Olympus will continue to monitor field performance for this device.

Event description:
The issue was found after a diagnostic gastroscopic procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of not image was confirmed. The device evaluation found there was no image when the device was connected to 290 series endoscope due to a faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite video system center had no signal output. There was no image when the device was connected to 290 series endoscope. The issue was found during preparation for use of a gastroscope procedure. The intended procedure was completed using the same device with no delays. There were no reports of patient harm.